Event description:
It was reported that during an off-label left-bundle branch area pacing implant procedure, the physician observed that this lead helix was deformed. The lead was exchanged to resolve the event and no adverse patient effects were reported. This lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the presence of blood and tissue entwined in the helix housing. However, the helix was not deformed as it was clinically reported. Additional testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. However, a review of the instructions for use for this lead noted that electrode end damaged/defective is a known inherent risk of the use of this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an off-label left-bundle branch area pacing implant procedure, the physician observed that this lead helix was deformed. The lead was exchanged to resolve the event and no adverse patient effects were reported. This lead was returned for analysis.